Event description:
The customer contact reported the pt rec'd more medication than intended. On (B)(6) 2011 at 1445, the pump was programmed to deliver an unspecified concentration of 5fu (fluorouracil), at a rate of 7.2ml/hr. With a vtbi (volume to be infused) of 331.6ml, for a duration of 46 hrs, and the delivery was started. On (B)(6) 2011 at 0448, the customer contact reported the delivery was complete. At that time, the customer contact reported that the display indicated 274ml had been delivered; however, the IV container was empty. The customer contact reported the delivery was completed in 38 hrs instead of the intended 46 hrs. There were no reported adverse pt effects. No medical intervention was required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.